Event description:
The surgeon found difficult to remove the mpact cup impactor form the mpact cups. This has caused surgeon dissatisfaction with the instrument. (B)(4).

Manufacturer narrative:
Batch reviews: from the document review of the lot involved ((B)(4) instruments produced) no anomalies were found. No similar issues have been registered with items of the same lot. The failure mode is unlikely to cause patient harm, even if it can lead to additional steps to fix the problem.